Manufacturer narrative:
Evaluation summary: x-ray demonstrated heavy calcification on all three leaflets and wireform distortion between commissures 1 and 2. Calcification restricted mobility on leaflets and led to stenosis. As received, several cuts and tears were observed on the leaflets; cut sections were not returned with valve. There was a tear of approximately 7mm on the cusp region of leaflet 1. Heavy calcification was observed near the tear. There were cuts that appeared smooth and straight on leaflets 2 and 3. Leaflet 2 had a cut of approximately 5mmx8mm. Leaflet 3 had a 4mm cut, a 5mm cut, and a 3mm cut. Wireform was exposed near commissure 1 on the inflow aspect and on near leaflets 1 and 3 on the outflow aspect. Approximately 25% of the sewing ring had been cut. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the inflow aspect and 3mm on leaflet 2 at the outflow aspect. Host tissue around the stent circumference was minimal on the inflow and outflow aspect. Method: x-ray. Additional manufacturer narrative: customer report of aortic stenosis was confirmed by product evaluation. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
Edwards received information that this 21mm aortic pericardial valve, implanted six (6) years and twenty (20) days, was explanted due to severe structural valve disease. There were no adverse events reported as a result of the replacement. The explanted valve was returned for evaluation. Through follow up with the health care provider, the operative notes were received. It was stated the operation was a redo aortic valve replacement. Bentall¿s replacement of aortic valve, aortic root and ascending aorta with a composite valve graft utilizing a 23mm mechanical valve. Aortic root enlargement through the aortomitral curtain. This patient presented with severe structural valve deterioration of a bioprosthesis in the aortic position. She presented in acute pulmonary oedema due to severe aortic stenosis. She has had previous aortic valve replacement in 2009. At that time they were only able to seat a 21mm bioprosthesis after an extension of the non coronary sinus. Now her mean aortic valve gradient was 91mmhg. Coronary angiography does not show any flow limiting lesions. Left and right ventricular systolic function was preserved. The operative findings stated the pericardium had not been closed at the previous operation and there was extensive adhesions between the right ventricle and the sternum. Over the ascending aorta there was a large solid immobile mass covering the previous aortotomy and extending up over the pulmonary trunk. The remnant of the right atrial appendage was densely adherent to the greater curvature of the ascending aorta. This densely adherent mass which covered the aortotomy contained frank pus. The entire aortic root was frozen by this inflammatory mass. The aortic bioprosthesis showed severe degeneration with calcification of all three leaflets. The left cusp and non coronary cusp were completely immobile and there was only a limited amount of movement of the right coronary cusp. There was significant pannus growth underneath the valve in the lvot, particularly under the left coronary cusp. The right coronary ostia sat immediately above the sewing ring in the right sinus. The left coronary ostia was 1-2mm above the sewing ring in the left sinus. It was difficult to recognise the previous patch extension of the non-coronary sinus. The aortotomy itself was covered with old bioglue and remnants of surgicell. There was extensive prolene suturing along the aortotomy combined with multiple pledgeted sutures externally and further pledgets internally above the sewing ring. The bioprosthesis itself had been seated with a series of pledgeted sutures from below the annulus. At the conclusion of the above procedures, the final toe examination showed a well seated aortic mechanical valve with good leaflet motion. The mean aortic valve gradient was 5mmhg. The patient was transferred to the ICU in stable condition.